Event description:
The customer reported a broken display. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display. No report on repair status of this system. (B) (4).